Manufacturer narrative:
Visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during posterior fusion surgery at level t10, tip of driver broke during tightening. The cross section of the area where the driver broke was confirmed by the image. No fragments remained inside the patient. No patient complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.